Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported conclusion code 67 no longer applies to this event.

Event description:
Additional information received reported that when the pump had been replaced in 2008, there was a ¿problem with this gromit¿ where the catheter came out of the pump. The patient had been in ¿horrific pain.¿ the dose was increased and it didn¿t help so they ¿rushed him to surgery to have the pump and catheter replaced. The patient noted his pump was ¿on recall¿ but this statement was not clarified. The pump was used to infuse fentanyl, morphine (unknown), and the patient was ¿pretty sure he had baclofen in his pump but was not sure.

Event description:
It was reported that the patient had never been able to get to an acceptable level of getting off of oral pain medications and felt that something might have always been wrong with the pump. It was indicated that the patient was in the process of getting authorization for a replacement. Two days later, it was reported that the pump, containing fentanyl and baclofen, had not stopped all of the patient¿s pain since implant. He had hoped to discontinue the use of oral medications, but had needed to continue using them. It was indicated that the patient would be going to his physician the following week to decide whether to have the pump removed or replaced. About seven and a half years later, it was reported that there had been a catheter problem. It was specified that the ¿port was coming undone¿ on the pump and it wasn¿t working. In addition the patient was dissatisfied with the guy who put it in. During the replacement surgery that took place in (B)(6) 2008, he opened the patient up and took the pump out; however, he also tried to pull the catheter out, but left it in since it was sutured. It was indicated that the patient was worried because he didn¿t want to take oral medications again. At the time of report, the patient¿s current pump was working fine. It was also noted that the patient reportedly scars ¿200 percent more than normal¿ and was no surgery number eleven. He had emergency surgeries and they had to go into his gut to get to his back, so he had all kinds of ¿scar problems¿ in his gut. He also had two big adhesion straps stretched across his intestines that blocked it off and it was ¿just a mess¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient thought he went through withdrawal once before the pump was replaced.